Event description:
The pt with an undiagnosed 6-cm submucous (type 0) fibroid underwent late evening d & c, hysteroscopy and endometrial ablation procedure. Sounding length at time of operative visit dictated as 10 cm (actual sounding length of the autopsy specimen - 6 cm). Multiple cavity integrity assessment (cia) tests performed with two devices indicated the possibility of uterine perforation. Eventually the cia test passed, most likely due to occlusion of the perforation with the fibroid, allowing the ablation to proceed. Post-operative hysteroscopy revealed uterine cavity blanching, and the fibroid was still undiagnosed. The pt remained hospitalized overnight. Three hours post discharge, pt admitted themself to a different hosp ER complaining of severe abdominal pain and was discharged with painkillers and antiemetic medications. Pt continued to experience pain the next day, and the dr. Prescribed alternate pain and antiemetic medications by phone. Three days post procedure pt admitted to the hosp and diagnosed with peritonitis and septic shock. Subsequent laparotomy revealed uterine and small bowel perforations. Small bowel resection and appendectomy were performed. Pt was unstable during and after surgery and expired shortly after in ICU.